Event description:
Customer called lfs in 2002 alleging that their one touch basic enhanced meter was giving inaccurate low readings. Customer got a reading of 59 mg/dl on their meter. Pt had headaches. Pt was taken to the ER. ER meter read 78 mg/dl (<10 minutes, <20%) when compared to the customer's meter reading. Customer stated that they were out of strips and was not sure how long they had them opened. When customer care representative walked them through the memory, "pt had a lot of controls". Sending letter.